Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H4: device manufacture date: may 20, 2020 - may 21, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was subsequently performed, and during and after fill, no evidence of rupture or leak was observed from the bladder. Based on the evaluation finding, the returned infusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during a patient infusion. This occurred ¿before the end of administration at the patient home¿. The device had been manually filled with unspecified drug using an unspecified syringe. There was no patient injury or medical intervention associated with this event. No additional information is available.